Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise and a drop in impedance, which triggered inappropriate mode switches on the implantable cardioverter defibrillator (ICD). The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.